Manufacturer narrative:
UDI is unavailable at this time. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2018-09356. The patient (B)(6) is enrolled in a clinical study. It was reported the patient had a fall, following which she underwent surgical intervention due to a fractured vertebrae from the incident. Surgery was performed on (B)(6) 2018. The issue was resolved without further consequences.

Event description:
Device 2 of 2 : reference MFR. Report: 1627487-2018-09356. Follow-up identified per the physician associated with the clinical study, the patient's fall and subsequent fracture was not related to the dbs system.

Manufacturer narrative:
Patient weight has been gathered. Corrected data: patient age was inadvertently omitted from the initial report.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2018-09356.